Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73l1700002 investigations did not show issues related to the complaint. The device has not been returned at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after the first clip, the surgeon had difficulties applying the other clips because there were not fitting properly on the applier. The use of a second applier was necessary. There was no patient injury.

Manufacturer narrative:
Qn # (B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was received with a clip partially loaded incorrectly. The returned sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. The returned sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The partially loaded clip fired incorrectly as it went further into the rotation tab. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking can prevent the clips from properly loading into the jaws. The sample was received with 8 clips remaining in the channel indicating that 7 clips were fired by the end user. Based on functional testing, the complaint issue is confirmed. However, it could not be determined exactly how or when the clips became out of position. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip insertion issue" was confirmed based upon the sample received. One device was returned. The device was received with 8 clips remaining in the channel indicating that 7 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which would prevent them from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. We will continue to monitor and trend on this issue. The root cause of this complaint is undetermined.

Event description:
It was reported that after the first clip, the surgeon had difficulties applying the other clips because there were not fitting properly on the applier. The use of a second applier was necessary. There was no patient injury.